Manufacturer narrative:
Evaluation of the returned device, reportedly the subject of this alleged event, found one sharp edged opening in the implant shell. Device analyhsis findings are not related to the reported event of infection. The exact cause of the infection is not known and cannot be determined. Infection is a known procedural and/or physiological complication associated with this type and any type of surgery. The potential for infection to occur is addressed in the labeling and are, therefore, not an unanticipated event.

Event description:
Alleged seroma and infection. Follow-up findings: etiology-unk.